Event description:
Boston scientific received information that this left ventricular (lv) lead was found dislodged during visit. Chest x-ray was performed and confirmed dislodgement. Additional information was received that the cause of this observation was not determined and the lead was revised. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.